Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. B11729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, shoulder pain, flatulence, cervicitis (cervicitis with squamous metaplasia) and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("growth of fibroids"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, anxiety, alopecia and weight increased had not resolved, the uterine leiomyoma was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, hypersensitivity, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as:(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, shoulder pain, flatulence, cervicitis (cervicitis with squamous metaplasia) and menometrorrhagia. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("growth of fibroids"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, anxiety, alopecia and weight increased had not resolved, the uterine leiomyoma was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, hypersensitivity, pelvic pain, uterine leiomyoma and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization and removal date was added. Events: uterine leiomyoma, abdominal pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. B11729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included neck pain, shoulder pain, flatulence, cervicitis (cervicitis with squamous metaplasia) and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("growth of fibroids"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, anxiety, alopecia and weight increased had not resolved, the uterine leiomyoma was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, hypersensitivity, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2015, in current follow up reported as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:product lot number added and implanted date updated. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), anxiety ("anxiety"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, anxiety, alopecia and weight increased outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.